Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partly retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the attempted implant of this active fixation right ventricular lead, helix extension and retraction issues were exhibited and the lead was unable to be correctly secured. The lead was ultimately removed and replaced with a passive fixation model with no resulting adverse patient effects. The attempted implant lead was returned for laboratory analysis.